Event description:
Patient presented with acute anterior wall m.I post cardiac cath. Arrow intra-aortic balloon pump was placed by m.d. Intra-aortic balloon failed to clear insertion sheath. M.d replaced device without complication to patient. Device that failed was an arrow 40cc iabp lightwave model, lot number mf0010931.